Event description:
Ous MDR. After an implantation time of about two months, it was reported that the patient got up in the night and was later found dead, by his wife. The device was not explanted. The physician assumes the death was of natural causes. The device had been functioning normally and the patient had been non-compliant with his medication. A lumax 540 hf-t, which is not reportable in the us, was part of the system. System included: corox otw 85-bp, MDR 1028232-2008-1583. Setrox s 53, MDR 1028232-2008-1585.

Manufacturer narrative:
Ous MDR. The ICD and the leads were not returned for analysis. The analysis is therefore based on the existing production documents. The production process of these devices was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.